Event description:
It was reported the patient fell and hit their head 2 weeks ago that resulted in the patient developing a subdural hematoma. The patient received surgery and 'it' was evacuated. The patient was discharged from the hospital and was "alert and oriented". While the patient was at home, their family noticed the patient was getting increasingly confused so the patient was brought back to the hospital. A computed tomography (CT) scan and magnetic resonance imaging (MRI) was performed and did not show anything. The patient was very confused per healthcare professional (hcp) and the hcp wanted to take the patient off of all narcotics. The hcp wanted toe pump "turned off". Additional information received the manufacturer representative (rep) saw the patient on (B)(6) 2015 and their pump was put to minimum rate. The outcome of the event was not reported. The pump was used to deliver fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).